Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of feel something is wrong with the cardiac resynchronization therapy pacemaker (crt-p) due to it ¿is beeping a thousand times per minute.¿ it was further reported through follow up that the patient device was not beeping. It was noted that the patient was getting unipolar pectoral stimulation caused by the left ventricular (lv) lead. Reprogramming was done, which resolved the stimulation and the lead and device remains in use. No further patient complications have been reported as a result of this event.